Event description:
It was reported that the device was used during a lap sigma procedure. The doctor fired the device and it did not open after firing. This resulted in the procedure converting to open and added an additional 30 minutes to the operating time.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.